Event description:
During device replacement for normal battery depletion, insulation damage was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received only the connector portion of the lead was returned in piece for analysis. Visual examination of the lead found two external insulation abrasions consistent with friction to the can breaching the ring electrode and right ventricle lumens exposing the cables. The cables¿ etfe coating and inner coil lumen were intact in these regions. Further analysis found two external abrasions consistent with fraction to the device can breaching only the optim sheath. The silicon tubing was not damaged in these regions. The cause of the reported event insulation damaged was consistent with friction to the device can.